Event description:
It was reported that during a plantar plate reattachment procedure using the smartstitch suturing device handle, the silver handle was sticking and the sutures were not loading properly. The surgeon decided to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.